Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the patient code / annex e code e2403 was indicated in error on the previous initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date of the event regarding the pump working intermittently / patient experiencing baclofen withdrawal intermittently was not known but occurred over a period of months. The model number, serial/lot number, and implant date of the catheter that was replaced in (B)(6) 2024 was unknown. The healthcare provider had discarded the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (500 mcg/ml at 58.93 mcg/ day) via an implantable pump. It was reported that the pump was intermittently working. It was further noted that the pump may not be working properly. The date of the event was unknown. Factors that may have led or contributed to the issue were unknown. The pump was replaced. The event was resolved as of 2024-dec-16. The patient was without injury regarding their status as of on (B)(6) 2024. The pump was to be returned to the manufacturer for investigation for possible malfunction causing intermittent baclofen withdrawals. The event was resolved as of 2024-dec-16. It was later further reported that the patient has had an intrathecal baclofen pump since 2004. The pump system was working well since 2011. On (B)(6) 2024, the patient underwent elective intrathecal baclofen pump replacement due to end of battery life, and there was on change to the catheter at this time. The date on (B)(6) 2024 is considered an approximate date of pump implant (specific month and year known only). Post operation, the patient went into baclofen withdrawal, and after around 5 days the patient reported feeling well treated again and their spasticity / spasms spontaneously resolved. This was thought to be a priming issue as the catheter aspirated well intraoperatively and was not changed, but there was no clear issue with priming programming. Intermittent episodes of baclofen withdrawal including spasticity, spasms, itchiness, and agitation were reported over the next few months, with episodes lasting a few days to a week at a time, then spontaneously resolving. On (B)(6) 2024 the patient was brought in for a catheter change to see if this resolved the episodes. The catheter was aspirated and was dripping fine intraoperatively but replaced anyway. Episodes continued post operation lasting a few days to a week at a time. The spasticity / spasms were described as very bad. The intrathecal pump was changed in surgery to rule out the pump as the issue and the existing catheter was unchanged as it aspirated well and was dripping cerebrospinal fluid (csf) when tested in theater. The intrathecal baclofen pump reservoir volumes did not show any discrepancy at refills or changes. The patient's medical history and weight at the time of the event was unknown or would not be made available.